Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was simply pulled out from the patient. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.